Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a custom implant due to malposition of the baseplate, which is tilted anteriorly in an unacceptable fashion. The device was implanted in a suboptimal position and does not appear have loosened since implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include poor interpretation of the right shoulder alignment or further evaluation of the reverse shoulder arthroplasty given only provision of a scout image and no radiographic images. As positioning of the implant is left to surgeon discretion, no device problem was found. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.